Manufacturer narrative:
Combination product: yes. The device was received for analysis. Explant date is currently unknown. Upon receipt, the lead under complaint found cut 6.5 cm distal to the df4 connector pin into two fragments. An extraction aid was found inside the distal fragment. The lead was probably cut during the surgery. The insulation was found rubbed through in the distal end region. The conductor cable leading to the ring electrode was fractured 9 cm proximal to the lead tip and the conductor cable leading to the rv shock coil was fractured 13 cm proximal to the lead tip. Based on the characteristics of the above-mentioned damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The rv shock coil and ring electrode were found covered in fibrotic growth. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
From around december 2025, the impedance temporarily dropped from approximately 500 ohms to below 200 ohms, and from mid-january 2026 it increased to about 1500 ohms. The lead will be replaced on (B)(6) 2026.